Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: review of the black box data revealed several records of power on reset. The pump was returned for investigation with a discharged, corroded ¿energizer¿ lithium battery. A test battery was used to complete the investigation. On examination, the returned battery cap was affected by moisture corrosion. A test battery cap was used to complete the investigation. There was also visible moisture corrosion inside the battery compartment. With the test battery cap in place on the pump, a leak test was performed and did not reveal any moisture ingress into the pump. On investigation, the pump was completely unresponsive and unable to power on. The pump was opened for further investigation and did not reveal any evidence of moisture ingress inside the pump. The pump¿s interior components were found to be intact without damage, defect or contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.